Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a foreign object lodged in the biopsy channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h4, h6, and h11. The presence of foreign material was confirmed. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. Olympus will continue to monitor field performance for this device. The instruction manual identifies detective and preventative verbiage associated with foreign material in ¿inspection of the instrument channel and forceps elevator.¿ olympus will continue to monitor field performance for this device.